Event description:
A reliant balloon was utilized in an endovascular procedure. Vessel morphology is unknown. It was reported that the physician attempted to use the reliant balloon as part of an endovascular procedure to implant an endurant ii stent graft system. The balloon burst while ballooning the left common iliac. The vessel was reported to be unremarkable, with very little plaque. The balloon had been inflated approximately 5 times, and had passed through two sheaths. The balloon was fully in the graft when it burst, although it had been inflated twice previously in a section where grafts overlapped. There was no movement while the balloon was inflated. The balloon was used only for modelling. A 20 cc syringe had been used, with smooth inflation speed. The ratio of contrast to saline was 1 to 4. The amount of fluid injected was to balloon profile. The procedure was completed successfully. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). IFU recommends 75% saline/25% contrast ratio.